Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the cap on her onetouch delica lancing device was loose/ falls off. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began about 3 weeks prior to contacting lfs. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. A week after the start of the alleged issue, the patient claims she felt symptoms of thirsty and dizzy. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct cap and lancets were being used with the subject lancing device. There was no indication of misuse. A replacement lancing device was sent to the user. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after not being able to test due to a broken lancing device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the device was received without a cap. The device body was inspected and no evidence of damage to the cap attachment features was noted. With the cap missing the complaint could not be investigated further to determine cause. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.